Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome. The right atrial (ra) lead was pulled back and was not able to capture. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.